Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the atrial connector port. The lead insertion force used to insert the lead was out of specification for the product. The connector issue may have contributed to the reported complaint of noise.

Event description:
It was reported that pulse generator exhibited noise. It was suspected that a setscrew anomaly on the atrial port contributed to the noise. The device was explanted and replaced. The patient was asymptomatic. The patient was later presented for a routine follow-up and no issues were reported.